Event description:
A hospital in another country reported that an l-shape connector was not included in a rt106 adult single heated breathing circuit kit. This was found prior to use.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the returned device was visually inspected. Results: our records indicate that this is one of two complaints received alleging missing components in rt106 breathing circuit kits for the given lot number. We confirmed that the l-shaped connector was indeed missing. The connector was most likely omitted during the packing process. Conclusions: the device was out of specification. We are aware of other complaints regarding missing components in breathing circuit kits. The occurrence rate is approx 0.03% worldwide for the last year. We have an open CAPA item to address this issue.